Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged usb port issue was verified. Based on the analysis, the alleged battery gauge issue could not be verified.